Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited oversensing of noise resulting in pacing inhibition with up to 7 seconds of asystole. Additionally, inappropriate anti-tachycardia pacing (atp) therapy was delivered. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.